Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove - not labeled. H6 conclusion codes: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the surgeon was having problems removing the plastic protector from the trocar on an unk date. The surgeon had to remove the protector with a scalpel because the protector was too tight to pull off.